Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported occlusion within the device was found to be user related. The cautionary product use condition of placing the stent in a rupture situation (intentional user error) in combination with a hostile iliac anatomy most likely contributed to the event. There were no procedure related issues or off label conditions found. The most likely cause of the stretched material of the main body stent observed two weeks post implant could not be definitively determined. There were no procedure, user, anatomy, or contributing off label/cautionary product use conditions found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
During clinical assessment of this event it was found that the patient had expired from multi organ system failure 4 days post secondary procedure (17 days post initial implant).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient initially presented emergently with an aneurysm rupture and treated with an afx2 bifurcated stent graft and vela suprarenal. Approximately two (2) weeks post-op that patient presented with "cold leg" symptoms. A cta revealed complete thrombus of the entire graft just below the renal arteries and down to the femoral arteries, bilaterally. The physician elected to re-intervene, implanting bilateral kissing balloon stents (9mm) within the main body limbs and post dilated. Angiojet was completed from each iliac access up into the main body of the graft. The final angio revealed sufficient flow in the graft and each iliac. The patient left the or in stable condition. One (1) day post secondary intervention the patient showed signs of leg ischemia. A decision was made to bring the patient back into the or for an additional intervention; thrombolysis catheters were placed from each iliac into the main body and thrombolytics were infused and continue through the night. The patient left the or in stable condition. As of date, additional patient sequelae has not been reported.